Manufacturer narrative:
The reported event could not be confirmed since the affected device was not returned and no evidence was provided for evaluation. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective actions are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. No x-rays or medical reports were shared but the available information was presented to our hcp for their opinion on the question asked about ¿end-of-stem pain¿, to which they suggested that without any medical records or radiographs, it is not possible to judge the case. However, their assumption presented was based on historical cases that there is a know cause for ¿end-of-nail¿ pain, which can be related to the nail being too long and ending up in the vicinity of the knee joint. Especially after the last dynamization the nail might have ended up even a little deeper in the femur and too close to the joint. Another reason could be related to a bit of movement in the healing fracture, which triggers the pain reaction in the periosteum around the bone healing area. It is not very common, probably because usually one screw stays in place. However, all of this cannot be proven without radiographs and other related evidence. More information such as patient medical records as well as the affected device must be available in order to determine the exact root cause of the issue and the contribution of the nail in the overall issue. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "a 69-year-old man with a history of type 2 diabetes mellitus, copd (chronic obstructive pulmonary disease), continued nicotine use, hypertensive heart disease and mild combined aortic valve disease suffered a subtrochanteric femoral fracture. He was of slim build and otherwise in a stable general condition. The fracture was treated surgically with a long gamma3 nail using both static and dynamic distal locking. The initial postoperative course was without complications. To promote fracture healing, the static distal locking screw was removed three months after surgery to allow for dynamization. The patient initially reported no symptoms and healing of the fracture was continuous but slow. 20 months after osteosynthesis, the patient presented with localized pain at the site of the remaining (dynamic) distal locking screw. X-rays showed progressive but not yet securely completed bone healing and the nail had reached the maximum degree of dynamization. The dynamic screw was then removed. Four months later, the patient complained of increasing pain at the distal end of the femoral nail. The pain started two weeks after complete dynamization and increased. This pain was most pronounced at rest and at night but did not interfere with full weight bearing and daily activities. There was no pain at the original fracture site. X-rays showed advanced fracture healing. A CT scan confirmed the formation of a bridging callus with no evidence of loosening, cortical thickening, lysis or fissures. Laboratory tests were unremarkable (no evidence of infection or bone marrow malignancy or plasmacytoma), and the MRI showed no abnormalities. Due to the localization of the pain and the absence of other pathologies, the diagnosis of end-of-stem pain was made. The nail was removed. Remarkably, the patient's pain disappeared completely on the first day after the operation. No further complaints were found during the follow-up examination."

Event description:
As reported: "a 69-year-old man with a history of type 2 diabetes mellitus, copd (chronic obstructive pulmonary disease), continued nicotine use, hypertensive heart disease and mild combined aortic valve disease suffered a subtrochanteric femoral fracture. He was of slim build and otherwise in a stable general condition. The fracture was treated surgically with a long gamma3 nail using both static and dynamic distal locking. The initial postoperative course was without complications. To promote fracture healing, the static distal locking screw was removed three months after surgery to allow for dynamization. The patient initially reported no symptoms and healing of the fracture was continuous but slow. 20 months after osteosynthesis, the patient presented with localized pain at the site of the remaining (dynamic) distal locking screw. X-rays showed progressive but not yet securely completed bone healing and the nail had reached the maximum degree of dynamization. The dynamic screw was then removed. Four months later, the patient complained of increasing pain at the distal end of the femoral nail. The pain started two weeks after complete dynamization and increased. This pain was most pronounced at rest and at night but did not interfere with full weight bearing and daily activities. There was no pain at the original fracture site. X-rays showed advanced fracture healing. A CT scan confirmed the formation of a bridging callus with no evidence of loosening, cortical thickening, lysis or fissures. Laboratory tests were unremarkable (no evidence of infection or bone marrow malignancy or plasmacytoma), and the MRI showed no abnormalities. Due to the localization of the pain and the absence of other pathologies, the diagnosis of end-of-stem pain was made. The nail was removed. Remarkably, the patient's pain disappeared completely on the first day after the operation. No further complaints were found during the follow-up examination."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.